Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was submerged to the water for more than 5 mins. Customer stated after drying it up and put a new battery, the insulin pump did not turn on. Customer reported there was fluid in the battery compartment and the o-ring was in place. Customer stated o-ring was free of debris and the battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.